Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower door kept failing and bus not detected message displayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed to detect on the communication bus. The field service engineer replaced all the door latches during the previous visit. The machine was inspected, the main bus cable was replaced, and the tower door controller board was also replaced. The call was left open to monitor the station. The fse remotely accessed the station and checked for errors and hardware errors. The fse confirmed that the tower doors were working fine. The system functioned as intended after the field service engineer resolved the issue.